Event description:
Customer reported cine runs are truncated to 13 seconds, and interface controls are slow. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the workstation hard drive. System operates as intended.